Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.

Event description:
The report stated that during a cystectomy, the jaws of the ligasure impact jammed. When it was passed from the surgical field, it was found that the integrated cutter is protruding from the side of the jaws of the device. Another ligasure impact failed in the same manner during this procedure and is reported on MDR #1717344-2008-00087. It was reported that there was no patient injury from this.